Event description:
It was reported by service report that the fowler gas cylinder was leaking and the fowler was unable to support pt weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.